Event description:
It was reported that a caregiver contacted beta bionics regarding elevated blood glucose of 270 mg/dl while using the ilet after the patient consumed a large lunch, paused and disconnected the pump for approximately 30 minutes for a bath, then reconnected and resumed delivery; the caregiver reported no visible leaks, kinks, or bent tubing, and planned a supply change later the same day. Symptoms included hyperglycemia. Outcomes included ongoing monitoring with expectation of algorithmic correction over 1 to 2 hours and no hospitalization. Investigation included telephone-based troubleshooting and education on the system¿s correction algorithm and guidance to change the infusion set. Investigation of this case revealed no device malfunction reported and a plausible contributory factor of meal size combined with temporary disconnection from insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.